Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to a low blood glucose (bg) level (value not provided), dizziness, light headedness, headache, and a loss of consciousness. Customer's healthcare provider alleged an unspecified alarm occurred prior to the event; however, no additional information was provided as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.